Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ten days after an implantable pulse generator (ipg) change out procedure the patient came to the emergency department with shortness of breath. It was noted that the setscrew on the patient¿s ipg was loose. The physician did not feel comfortable using the same device, so the ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.